Event description:
It was reported that the patient¿s lead wire pulled loose and it got infected during the trial. The patient got the device hung on their bed post and their dog pulled the lead out. The patient went to the emergency room on 2015-(B)(6). The patient was on antibiotics during the permanent implant surgery. The patient did not have meningitis. There was a 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and reprogramming was not needed. The manufacturer representative had to turn it off because the patient damaged the lead. The patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient recovered with permanent impairment.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had appointments in (B)(6) 2015.